Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #4r; 5517f402; jy62s. Tritanium bplate triathlon s4; 5536b400; ctd42359. Tritanium patella-asymmetric; 5552-l-299; l1th. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
This pi is for the (B)(6) 2020 revision. No stryker rep was present for this revision: as reported: "dr. Performed an I&d of a triathlon knee due to infection. Original dos was (B)(6) 2020 with mako. The patient was originally revised on (B)(6) 2020 with an I&d insert exchange due to infection. Today ((B)(6) 2020) the patient presented with other health issue after stopping oral meds in (B)(6) and decided to start over with the treatment by performing another I&d insert exchange. Right knee." A 4x9 cs insert was revised to another 4x9 cs insert. Rep provided usage sheets for primary procedure and both revisions, and confirmed that no further information will be released.